Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having no audio output could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. A charge and boot test was performed and passed. The share log data was downloaded and retrieved. A review of data was attempted, but no data within the investigation window was available. Functional tests were performed and passed. Global receiver communication tool testing was performed and passed. Manual "try it" tests were performed and passed. The device was opened for an interior visual inspection and passed. Speaker audio intermittent sound tests were performed and passed. Speaker resistance was measured and fell within the device specification. The complaint confirmation of no audio output could not be confirmed. The root cause could not be determined.